Event description:
It was reported that the ventricular assist device (vad) patient was transferred from an outside hospital to the vad implanting center for management of volume overload and hypertension. The patient had possible pneumonia and was positive for rhinovirus. Hemodialysis was done at the transferring hospital for acute on chronic kidney failure but was not required at the implanting center and was managed through diuresis. The patient was initially treated with intravenous (IV) diuretics and antihypertensive medications. The patient reported abdominal pain and an x-ray demonstrated constipation with a large amount of stool throughout the colon. A diagnostic right heart catheterization was done which demonstrated normal filing pressures. Symptomatic hypovolemia was observed due to presumed over diuresis and IV fluids were given. During the hospitalization, the patient was transferred to the intensive care unit (ICU) for bright red bleeding per rectum with suspected lower gastrointestinal (gi) bleed and a nuclear gi bleed study was done and was negative for an active bleed. A colonoscopy was ordered and unable to be completed due to poor bowel preparation. Impacted stool, anal rectal growth identified as possible anal warts and hemorrhoids were observed and colorectal surgery was consulted. The bowel prep was resumed once impacted stool was able to be passed and demonstrated a rectal ulcer with a large blood clot present. Six hemostatic clips were placed after biopsy was taken and bleeding was controlled. All anticoagulation medication was held and labs were monitored for signs of active bleeding. No further bleeding was observed and patient was stable to be discharged to acute rehab center and resumption of anticoagulants to be done there. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding, infection, and hypertension are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding and infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.